Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. The lead was suspected to be fractured, but there was no confirmation under fluoroscopy. The rv lead was surgically abandoned and this pacemaker was explanted. No additional adverse patient effects were reported.